Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 469 mg/dl. Customer had blood level of 200 mg/dl. Customer was treated with insulin pump. Customer declined to check air bubbles and leak. Customer did not alleging insulin pump for under delivering. Customer stated that there was power loss alarm as well as pump error alarm. Customer did displacement test and it was passed. Customer did high pressure test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.